Manufacturer narrative:
Investigation summary: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the inner cannula was not locking into the trach tube. Attempted the procedure with multiple inner cannulas that had all different lot numbers. Same outcome happened. The staff found an inner cannula that worked after finding another one with a different lot number. There was patient involvement and no adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Updated investigation and root cause: twenty-seven (27) returned samples of the same part and lot number were received in unused conditions and in its original packaging. Visual inspection: the returned samples were visually inspected, and no damage was identified in any of the samples returned. Dimensional: ring gauge test was performed to verify the external diameter "click fit od: over bumps" according to procedure. Results: all samples failed the "minimum" ring gauge test. The complaint was confirmed. The root cause was identified as outside diameter (od) over bumps out of specification to flash on supplier tool (cavity 2). Action taken: supplier mold was repaired to remove burr on cavity 2. Supplier updated inspection test method to align with ICU medical method. ICU medical inspection procedure released with new inspection method "click fit od: over bumps" to perform sampling during receiving inspection. A retrospective 12-month review period (aug 2023 to sep 2024) was made for complaints originated and related to this issue and no additional complaints were identified to this lot number.